Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision reverse shoulder arthroplasty was performed due to dislocation of a revive stem with perform reverse construct. The glenosphere was revised from a 39 standard to a 42 eccentric, and the humeral construct was revised from a +0 centered tray with +6 retentive b poly to a low offset +0 tray with +6 retentive b poly. The surgeon did not attribute the dislocation to the devices and was satisfied with the outcome.